Manufacturer narrative:
Approximate age of device - 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired unexpectedly. Patient was seen at 2am normal and unresponsive with audible and visual low flow and red heart alarms at 4:30am. They were not able to get a pressure by doppler and his heart rate reportedly was 46, unclear rhythm. The patient's chest was auscultated and they could hear an assist device hum, no battery or lead alarms noted. Prior to that the patient had been on bipap. According to the nurse the patient was reluctant to use bipap but he was convinced by the staff to wear a bipap and he seemed comfortable when he wore the bipap. The hours preceding the unresponsive episode did not have any remarkable events according to the nurse. In the emergency room, the patient was found to be unresponsive while on no sedation, pupils fixed and dilated pale looking skin with low flow alarms on the lvad. Assist device was interrogated and starting at about 4 in the morning there were low flow alarms and no battery alarms were noted before or after. Power cable disconnection alarms presumably at the time of transfer of patient. There was no native electrical activity on the monitor only pacer spikes without capture were seen. Anasarca was noted with the bruising relation to previous ivs but no clear bleed was noted. Labs were reviewed with a hemoglobin ~4 potassium of 7 and other abnormalities in chemistry was noted. Scan images were discussed at length with the radiologist and reports were reviewed in our electronic medical record. There was no large hematoma to explain the drop in hemoglobin. Pleural effusions had the density of complicated effusion, there was a posterior mediastinal hematoma which is not of large size. There was no thigh hematoma in the visualized portions of the leg. Brain did not show intracranial hemorrhage or shift. The pump maintained the set speed throughout the log file so there do not appear to be any pump issues via the log file data. Due to delays with the ability for the hospital to perform the autopsy procedure, the family's requested timeframe for burial was exceeded and the family rescinded their consent for autopsy; therefore, the pump will not be explanted or returned.

Manufacturer narrative:
Investigation conclusion: although the evaluation of the submitted log files confirmed the report of low flow alarms, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient was found unresponsive at about 4:30 am on (B)(6) 2019 with the device alarming low flow. The hours preceding the unresponsive episode did not have any remarkable events. Doppler was not able to obtain pressure, and heart rate was reportedly 46 with an unclear rhythm. The nurse auscultated the chest and a hum was able to be heard from the device. No battery or lead alarms were noted. The patient was brought to hackensack university medical center. In the emergency room, the patient was unresponsive with no sedation, his pupils were fixed and dilated, and his skin was pale looking. The vad continued to alarm with low flow, and interrogation of the device revealed low flow alarms starting at about 4 in the morning. There were no battery alarms noted, and power cable disconnection alarms were noted after the event, presumably at the time of transferring the patient. There were no native electrical activity on the monitor, and only pacer spikes were seen. Anasarca was noted with bruising in relation to previous ivs, but no clear bleed was noted. Labs revealed a hemoglobin of 4, potassium of 7, and other abnormalities. Scan images revealed no large hematoma. Pleural effusions were seen with the density of complicated effusion, and there was a posterior mediastinal hematoma which was not large in size. There was no thigh hematoma in the visualized portions of the leg. The brain did not show intracranial hemorrhage or shift. Although an autopsy was originally requested, the hospital had delays in the autopsy procedure which surpassed the family¿s requested timeframe for burial. The family rescinded the consent for autopsy, and the pump would not be explanted or returned. There is no product available for investigation. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. This IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.